Manufacturer narrative:
Retain testing could not be performed because product was expired. A review of the complaint database indicated there were no previous compliants against this lot of product regarding lack of reactivity with anti-e.